Event description:
On (B)(6) 2015 it was reported by a customer that while working on a conscious patient who was having an anxiety attack, they retrieved the AED but could not use it as the AED's battery was depleted. When asked about the maintenance activity for this AED the customer reported that they do not perform maintenance on the device.

Manufacturer narrative:
The electronic history file from the AED identified that it was placed in service on (B)(6) 2005 and that the AED was not serviced - the AED sat for 7 years with a depleted 9-volt battery and the AED's main battery was not replaced after becoming depleted. Results: the investigation determined that there was a failure to service/maintain the device according to manufacturer's recommendations, specifically; the AED's main battery pack was not replaced after becoming depleted. The AED's main battery pack and 9-volt battery pack were replaced on (B)(4) 2015 and the device is currently functioning as designed and is currently in service. The AED's routine service/maintenance tasks were also reviewed with the customer.